Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during follow up out of range pace impedance measurements were noted when it comes to this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead as well as noise. A lead fracture was suspected but not confirmed. The lead was not tested with the pacing system analyzer (psa). The ICD was reprogrammed and a possible revision as planned, but not scheduled at this time. No adverse patient effects were reported.